Event description:
It was reported that while the patient was swimming in the ocean, their pod cracked and something orange ran down their arm. No impact to the patient's blood glucose levels were reported. Medical assistance was not required. The pod has been worn, longer than 48 hours. It was also reported that the patient had applied sunscreen lotion, near the pod site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported crack and leaking of the pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.